Event description:
On (B)(6) 2010, the patient started treatment with dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred described as the patient made a mistake. On (B)(6) 2010, the patient was diagnosed with peritonitis and was admitted to the hospital. On the same date, the patient received treatment with amikacin 125 mg ip once daily, and fortum 500 mg ip once daily, and was reported as continuing. The cause of the peritonitis was reported as a break in aseptic technique. Dianeal therapy was reported as ongoing. At the time of this report, the outcome for peritonitis was reported as resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.